Manufacturer narrative:
The MFR was unable to conclusively determine a direct relationship between the device and the pt experiencing septicemia, because the device remains implanted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to confusion, and was diagnosed with septicemia. Positive blood cultures of infection were found. As a result, the pt was taken to the operating room and the pump pocket was "washed out". The pt remains stable, and no further issues have been reported. There are no plans to exchange the pt's pump at this time.